Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that when using the safe step huber needle set with y-site tubing on an ivad during chemotherapy infusion, the port connected to the needless cap was leaking from underneath the cap around the seal. Patient notified rn immediately and infusion stopped, blue pads placed to avoid further contact with patient. Cap and line were connected tight, but small drops of fluid seen leaking from underneath onto a blue pad. The needless cap was changed and attempted infusion again, the seal remained leaking. Ivad huber needle disconnected and new insertion of huber needle performed with no further leaking. Pause in treatment for a few minutes to replace huber needle set. Blue pad remains under extension connection for patient safety, but no further concerns. No other information was provided.